Event description:
It was reported that during procedure, this fiber had a damage or fracture beam and could not be used. The procedure was completed with a new fiber. There was no patient complication.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Microscopic inspection of the fiber identified a distal circumferential fracture, there was a kink in the fiber body just approximal to the metal cap. When the fiber was connected to the helium-neon (hene) a break in the fiber body was observed at the point of the kink. The reported fiber break was confirmed. The fiber break likely occurred as the fiber was being removed from the package, or while it was being advanced into the scope, or as the fiber was used to probe tissue. It is also possible that the tip of the fiber hit patient tissue as it was advanced into the scope. A forward firing test was not conducted because the break in the fiber body does not allow the energy to transmit to the end of the fiber which would cause an invalid test result. The fiber card was not returned. There was no evidence that the device was not used in accordance with the instructions for use. Based on the information provided, unintended use error caused or contributed to the event was assigned as the most probable cause for the complaint.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during procedure, this fiber had a damage or fracture beam and could not be used. The procedure was completed with a new fiber. There was no patient complication.